Event description:
Pt called lfs in 2003 alleging the test would not start on the meter, after applying the blood. They also reported a test strip port issue. It is unclear if the two issues are related. They stated that they did feel sweaty at one point and they ate something to help their feel better. No adverse event was reported. The issues were not resolved with troubleshooting. No further info has been reported.